Event description:
A caller reported a cartridge alarm 20 that occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service assisted in successfully loading a new cartridge, allowing the caller to resume insulin therapy. Replacement cartridges were requested by the customer, and a goodwill order was created to resolve the issue.